Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department with complaints of fast heart rate and palpitations. The physician interrogated the device and upon interrogation, patient appeared to be in an atrial tachycardia. Different mode switching events, high ventricular events were also noted. The mode switch events showed high atrial rates that were regular. At times the events showed fast conducted ventricular rates and at other times the ventricular rates were tracked and near the max track. Patient rhythm was fast and regular atrial and was ventricular pacing. The paced ventricular events caused blanking of every other atrial sensed and therefore the patient was not mode switching. Egms noted that the patient was not mode switching because of blanked a¿s by both ventricular sensed and ventricular paced events. No programing changes were made. Physician decided to cardiovert the patient. The patient was successfully cardioverted into sinus rhythm and was discharged from the hospital.